Event description:
It was reported that the rv (right ventricular) lead was capped due to outer coil fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. (B) (4) the device that was replaced at eri. (B) (4) it was reported that the rv lead was capped due to outer coil fracture. No patient complications were reported as a result of this event. A 3500a was received and further reports that the patient was found to have a failed ventricular lead. (B) (4) no conclusion can be drawn 3(B) (4) lead(s), fracture of (B) (4) defective device

Event description:
It was reported that the rv lead was capped due to outer coil fracture. No patient complications were reported as a result of this event. A 3500a was received and further reports that the patient was found to have a failed ventricular lead.